Manufacturer narrative:
The technician found the brake casters had cracked stems. An investigation was performed and this issue was addressed under an engineering change. The technician replaced the brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the brakes set but are not holding. The bed is located in hobbs basement at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).